Event description:
Fmc product complaint received from facility. Reported complaint is "blood leak" at the initiation of dialysis. Blood loss estimated at 200 ml due to discard of the extracorporeal circuit. Further info to be requested with contact with complainant. MDR filed due to blood loss reported. Later conversation with complainant revealed there was no adverse effect to the pt and no medical intervention was necessary due to this leak. Sample had been saved and disinfected for evaluation.